Event description:
It was reported that the pump touchscreen was cracked, unreadable and unresponsive. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.